Event description:
It was reported by service report that the stretcher would fall down after sitting a short time and that the brakes were loose. No pt involvement or adverse consequences were reported.